Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not yet received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Image/video review: no image or video clip for the reported event was submitted for review. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the maryland bipolar forceps instrument associated with this event has been performed. Per logs, the instrument was last used in a procedure on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 7th use of the instrument. A monopolar curved scissors and large suture cut needle driver was also used during the procedure. No error messages were reported by the system, so no further technical review was required. The maryland bipolar forceps instrument had been installed on the system on (B)(6) 2020, but was not used during a procedure on this date. This complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage (melted plastic) with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had some melted plastic. It was not visible with the naked eye. Additionally, the wires ¿almost went off.¿ there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 31-mar 2020 and obtained the following additional information: the issue was detected at the sterile technical department, not during a procedure or when the instrument was received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint remains a reportable product problem. Please disregard the previous h10 statement indicating that this complaint is no longer MDR reportable.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
61- intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the yaw pulley. There was no damage to the conductor wires. The instrument passed an electrical continuity test. This failure is most commonly caused by mishandling/misuse. Based on the information obtained from failure analysis investigations, this complaint is being reclassified as a non-reportable event due to the following conclusion: there was no damage to the conductor wires. The reported failure is most commonly caused by mishandling/misuse. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. A follow-up MDR will be submitted if additional information is obtained.